Manufacturer narrative:
Batch review performed on 6 november 2020: lot 080760: 50 items manufactured and released on 13-nov-2008. Expiration date: 2013-09-31. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event since 2016. Other devices involved in the event cup: versafitcup 01.26.54mb acetabular shell cc ø 54 lot. 082537 (k083116) batch review performed on 6 november 2020: lot 082537: 8 items manufactured and released on 11-dic-2008. Expiration date: 2013-10-31. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any similar reported event since 2016. Liner: versafitcup dm 01.26.2854m double mobility liner ø 54/28 lot. 082980 (k083116) batch review performed on 6 november 2020: lot 082980: 24 items manufactured and released on 09-dic-2008. Expiration date: 2013-10-31. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in after 11 years and 3 months from the primary surgery reporting pain and the cause of the pain is unknown. The surgeon revised the cup, liner, and head. The surgery was completed successfully.